Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measurements above 3000 ohms. The physician changed the polarity to unipolar, however noise was observed and thus opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.